Manufacturer narrative:
Product ID 97755, serial# (B)(6) was returned for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. The cable insulation was peeling away at the donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis; product ID: 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the recharger is not working properly to charge the implanted neurostimulator since about 2 days ago. Patient stated they are getting a message that says no device found and then they press recharge and enter passive recharge mode for about 2 minutes and then system problem rm03 appears. Patient denied any visible damage to the recharger or controller port, but mentioned that the recharger gets hot while charging the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger.